Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer also reported that they are experiencing high and low blood glucose levels. Customer stated that the insulin pump alarmed threshold suspend. Customer stated that she went to the hospital for blood glucose levels, but the hospital did not provide any treatment. Customer's blood glucose levels ranged from 49 to 522 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.